Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot#: (B)(4), ubd: 02-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). A lead revision was reported. The patient needed stimulation on the right for her leg and back and both original implant leads captured left. Patient reports good coverage of her left leg and back pain, which was programmed on lead at t8. The provider decided to explant one lead so both patient¿s leads would be the same. The new lead was implanted to the right of midline and at t8. When testing the leads in the procedure, the patient reported good coverage on the left and right. Patient now has stimulation in her right leg and back. No falls or injuries reported. The patient had changes in pain needs since implant. Lead revision completed (B)(6) 2020. Before explant all electrodes were tested, and impedances were within normal limits. The patient reported good coverage on the left and right side where needed. No further complications were reported/anticipated.